Event description:
#Medwatcher #(B)(4). The procedure was painful, several symptoms since 2008 to 2017. My body is physically in pain daily. Im looking for a doctor to remove this horrible device to maybe get my body back to somewhat normal!